Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 20 x 4.50 rebel stent, it was noted that the stent was deformed and stretched longitudinally towards the distal tip of the delivery system. The device never entered the patient's body and the procedure was completed with another 20 x 4.50 rebel stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel catheter with stent. The balloon was tightly folded. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was stent damage. The stent was flared, bent, stretched, and overlapping. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 20 x 4.50 rebel stent, it was noted that the stent was deformed and stretched longitudinally towards the distal tip of the delivery system. The device never entered the patient's body and the procedure was completed with another 20 x 4.50 rebel stent. No patient complications were reported.